Event description:
It was reported that during interrogation of the pulse generator, an error message displayed on the merlin programmer. After rebooting the programmer, the issue was resolved and the device remained implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4).